Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging his onetouch verioiq meter read inaccurately low compared to another device. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2013. On an unspecified date/time, the patient claimed obtaining blood glucose readings of "446 mg/dl" with the subject meter and "148 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. Prior to obtaining the alleged inaccurate high reading, the patient reported that he had developed symptoms of "dizzy, dry mouth and tired." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was using test strips that were within their expiration and discard date. The patient ran a control solution test at the time of troubleshooting and the control result fell outside of the specified control solution range. Replacement products were sent to this patient. Based on the information provided, there is no indication that the subject meter caused and/or contributed to an adverse event. The patient's symptoms do not meet lfs' criteria of a serious injury. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.